Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1) 45 mg/dl, 51 mg/dl, and 81 mg/dl 2) 71 mg/dl, 81 mg/dl, and 140 mg/dl device results were obtained in two different 10 minute time spans. Customer felt low blood sugar symptoms with the reading of 45 mg/dl and self-treated. Because the reading was lower than expected, the customer did the series of back-to-back tests listed above. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the 9800 system had blank images at boot up. No patient injury was reported.